Event description:
During a saphenous vein harvesting procedure, the scissors did not cauterize the branches properly. The hospital completed the procedure with a replacement unit. No patient complications were reported.